Event description:
Hcp reported pt implanted with bilateral stn dbs for pd, leads were implanted in 2003 and ipgs 12 days later. The devices were turned on with good result in 2003. Two weeks later amplitudes were increased and some right sided dyskinesias were noted but still had fairly good control. Six days later pt upon exiting store felt "shock like feeling through entire body" and felt devices had been turned off. The pt's spouse used access control to verify system was off and turned both devices back on. The pt lives two hours from follow up doctor so did not go in for evaluation until after holidays. The pt was seen and the system appeared fine however right sided dyskinesias were noted. The pt was admitted into hospital 11 days later and an MRI was performed noting 1 cm bleed at distal portion of left stn lead. The physicians have not determined what caused the bleed but wanted to note this event. Manufacturer will follow up with store to obtain theft detector information. The pt's spouse also commented that perhaps the exit detector had been amplified due to christmas.